Manufacturer narrative:
Received one single dpt kit for evaluation. Two brown particulates were found inside of the pressure tubing, approximately 44cm distal from the dpt. The particulates were 2mm apart from each other. The returned kit was flushed at a pressure of 345mmhg for 5 minutes. The particulates stayed at the same locations and were not flushed out of the kit. Particulates appeared to be consistent with burn pvc that had been attached to the tubing surface during extrusion process.

Event description:
It was reported that upon pulling the kit out of the package and inspecting it, debris was observed inside the IV line. There was no patient injury reported.

Manufacturer narrative:
Chemistry results: per chemistry study number (B)(4) both unknown brownish material showed similar absorption characteristics when comparing to polyvinyl chloride like material.